Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The list number of the device that was in use is unknown. The customer contact indicated that the lot number that was in use was 2019.0209.13; however, this lot number cannot be verified. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported unable to prime. The customer contact reported that during priming of the tubing set with an unspecified volume of normal saline prior to patient use, the device was unable to be primed. The customer contact reported that after setting up the infusion and loading the cassette into the pump, the pump was trying to prime the device; however, no flow of solution was noted. No specific details were provided. The tubing set was replaced and the therapy was initiated. No additional information was provided.